Event description:
Received the abstract entitled, "primary anaplastic large cell lymphoma of the breast occurring in pts with silicone breast implants", was reported and will be published in the final article entitled leukemia and lymphoma, aug 2011;52(8):1481-1487. Within the article, this pt is identified as pt 2. It is unk if she is an augmentation pt or a reconstruction pt. She was diagnosed with tissue from the fibrous capsule of the left breast implant. The info provided for this pt is minimal.

Manufacturer narrative:
Medwatch submitted (B)(6) 2011. Device labeling reviewed: there were no reported events of lymphoma/alcl, for pts in the core study, in the labeling for silicone implants. There were no reported events of lymphoma/alcl for pts in the (B)(4) study included in the labeling for saline breast implants.